Event description:
It was reported that the patient was experiencing discomfort at the battery site. The patient underwent implantable pulse generator (ipg) replacement procedure. The patient did great postoperatively. No malfunction suspected, and nothing will be returned due to facility policy.